Event description:
Patient undergoing a right adrenalectomy and resection of left retroperitoneal tumor. Reportedly, during the operative procedure, the stapler failed to fire and would not cut. Reportedly, another tlc stapler was obtained and used successfully. The operative procedure was reported as being completed. No apparent harm to patient.